Manufacturer narrative:
The root cause cannot be determined based on the information provided as the provided information is limited. As the failure cannot be replicated and no root cause can be identified. A review of the device history record (DHR) was performed. There are no reports of nonconformance that relate to the reported incident. This issue will be tracked and trended in the monthly complaint trend review meetings.

Event description:
The auris program development manager (pdm) reported that following a monarch bronchoscopy procedure (the needle used was a super d 19-gauge needle), the patient was complaining of with shortness of breath. A post-op x-ray confirmed pneumothorax. A chest tube was placed, and the patient was admitted for overnight observation. The physician attributes the pneumothorax to the lesion being in a difficult position near the pleura. He is not attributing it directly to monarch. There were no reported malfunctions of the device.